Event description:
A malfunction code was reported by the customer, identified as malf 9, which could be reset. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again, which the customer understood.